Event description:
It was reported that the surgeon requested a 32mm -4 cocr head. Nurse opened implant on back table. Implant looked discolored, brown, not shiny. Little black as well. He asked for another, and sales rep provided another one. Surgeon was fine, but wanted to know the reason for the discoloration.

Manufacturer narrative:
An event regarding appearance involving a metal head was reported. The event was confirmed. Method & results: device evaluation and results: discolouration was observed on the returned head. Medical records received and evaluation: insufficient medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusion: nc was issued for discoloration of femoral head. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the surgeon requested a 32mm -4 cocr head. Nurse opened implant on back table. Implant looked discolored, brown, not shiny. Little black as well. He asked for another, and sales rep provided another one. Surgeon was fine, but wanted to know the reason for the discoloration.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.